Event description:
During transfer from or bed to pt's own bed, the pacer slipped from the bed and fell to the floor. When retrieved, the device had stopped working. The pt was 100% pacer dependent. Chest compression was used until the 2nd pacer was attached. No apparent adverse sequelae.